Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim display with reddish text. The bolus button cover was detached and the investigation was unable to test the functionality of the button. All the keypad buttons responded properly. The auditory and vibratory features were operational. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on (B)(4) 2015.